Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspected battery and ups were returned for analysis. The ups was found to have a short and the battery could not hold a charge. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Information was received from regarding a navigation system issue that occurred outside of a procedure. It was reported that while the system was turning on, it was unplugged from the wall and it immediately shut down. The site attempted to turn it back on and they were unsuccessful, even with the system plugged into the wall. They tried holding down the power button with the system turned off, but they were unable to boot up. A separate navigation system was used. There was no patient present when this issue was identified. Additional information received noted that after leaving the system plugged into the wall it was able to hold a charge when unplugged from the wall. The system was left plugged int over the weekend and when looked at, showed that the battery remaining was 0%. A replacement battery was requested, to resolve the issue. No further information was provided.